Manufacturer narrative:
Investigation summary: customer returned product was tested in house with no performance issues found. Quidel personnel was sent onsite for additional troubleshooting where contamination was found to be most likely cause of issue. Root cause: contamination/technical error. Source: phone.

Event description:
Customer reporting false positive result with late peak formation. No information was given by the customer regarding symptomatic status of patient or if additional methods were run.